Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this device had reached end of life (eol) and could not be interrogated. Additionally, it was noted that there was a pause in pacing during a separate prior procedure that was performed for an unknown reason. The rhythm recovered; however, the duration of the inhibition is unknown. The device was explanted for normal battery depletion and replaced without further incident. No adverse patient effects were reported.